Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that the patient underwent a meniscal repair procedure on (B)(6) 2014. During the procedure, two maxfire marxmen anchors pulled out from the back of the capsule and through the meniscal tissue while tensioning the devices. Two new maxfire marxman devices were used to complete the procedure.